Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information when inserting the stent onto the guidewire, it was impossible to secure the proximal end used to connect the pusher. Change of medical device.